Manufacturer narrative:
This lead will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that after implanting this right ventricular (rv) lead the pacing thresholds had increased at a follow up the next day. Unipolar optimization with a maximum pulse width was programmed, but it was not possible to capture pacing thresholds. The pacing thresholds kept increasing thus the physician decided to explant and implant a new lead. This lead will be returned for analysis. No additional adverse patient effects were reported besides the revision procedure.

Event description:
It was reported that after implanting this right ventricular (rv) lead the pacing thresholds had increased at a follow up the next day. Unipolar optimization with a maximum pulse width was programmed, but it was not possible to capture pacing thresholds. The pacing thresholds kept increasing thus the physician decided to explant and implant a new lead. This lead was returned for analysis. No additional adverse patient effects were reported besides the revision procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.